Event description:
Nurses were transferring resident from bed to chair using a eva 450ee lift and small highback sling. Nurses lifted legs of resident off bed while resident was being lifted. The sling loop came off the sling bar causing the resident to fall to the floor. Resident received skin tears on both the right and left elbows as a result. Facility maintenance and handicare rep both inspected the lift and sling and found both to be in good working order. Nurses were unable to replicate how the incident occurred and were retrained on using lift and proper sling application. Incident was deemed user error due to improper securing of sling loops correctly.